Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the electrode belt would not communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. In addition, there was evidence of physical damage to the belt connector. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient's belt had a damaged connector.